Manufacturer narrative:
(B)(4). Date of initial report : 04/18/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that they noticed a black piece of material on the shaft of the ligasure instrument. This was discovered prior to use on the patient. They opened a new instrument. Initial inspection at covidien noticed that a portion of the black insulation was missing from the device exposing the metal shaft.

Manufacturer narrative:
(B)(4). The investigation found approximately one inch of the black insulation peeled off the rigid tube near the jaws. The tubing was pushed up as if it scraped against another object. The investigation identified the root cause of the reported event to be user damage due to mishandling the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.